Event description:
According to the information initially reported by arjohuntleigh representative: "kneepad/support issue causing resident to lose their footing on the foot support. One of the two caregivers tried to support the resident but injured her back. The other caregiver was reported to have moved the sera 3000 to possibly help but this may have been counter productive." Additional information provided: "caregiver injured her back when she lost her balance as she tried to help the resident. Caregiver saw her doctor and was off work, but was not hospitalized. No injury to resident." Ref: #3007420694-2013-00031.